Event description:
It was reported that, during a meniscus repair, after deploy t1 of two (2) fast fix 360 , the t2 deployed prematurely. Both ts were successfully removed by tweezers. A non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the devices showed they were returned in the original boxes with the batch number of the complaint on the labels. Device one was returned without the t1/t2/suture. The actuator is in the pre-t2 position. There is bio debris on the handle. Device two was returned without the t1/t2/suture. The actuator is in the pre-t1/post-t2 position. The depth straw has slight damage. A functional evaluation of device one showed it cycled as intended. Device two cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.